Event description:
It is reported that the surgeon was unable to properly insert the surface into the tibial plate. A second articular surface was opened and inserted without issue.

Manufacturer narrative:
This report will be amended when our investigation is complete.